Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Original implant date unknown. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the planned removal surgery took place to a patient with humeral proximal fracture who was being implanted with a multiloc humeral nail, short on (B)(6) 2015. During a procedure, the surgeon experienced difficulty in threading the reported extraction screw to the nail. Although the surgeon managed to remove the screw with the nail by use of the reported screw, he took extra 30 minutes to this process. The surgery was successfully completed with a 30-minutes surgical delay. This report is 1 of 2 for (B)(4).